Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to the procedure, there was an occurrence of a balloon burst during the test process. No patient in jury. Another device was used to complete the procedure.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the trocar balloon was broken. Balloon could not be inflated due to cut in the seal. The locking collar was broke and could not be tested. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. However, the investigation detected a secondary condition of handling rough that has no relationship to the reported incident. No relationship between the device and the reported incident was confirmed. A review of the current complaint data reveals no trend for a device related failure for this condition. A secondary condition of handling rough for the broken lock collar was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to an unknown procedure, there was an occurrence of a balloon burst during the op test process. No patient injury. Another device was used to complete the procedure.